Event description:
It was reported that there was high right ventricular (rv) lead threshold. The rv lead remains in use. It was also reported that during routine device changeout, the right atrial (ra) lead dislodged. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d274trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. Product ID: 694365v, implantable tachy lead, implanted: (B)(6) 2004; 419378, implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.